Manufacturer narrative:
The device was received for evaluation. During functional testing, "door latch closure not recognized" was reproduced. A review of the event history log revealed "door jammed". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck upper link on open state. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door latch closure was not recognized during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.